Event description:
In 6/2004, the pt reportedly was seen at the center. At that time, no neural responses were observed when the pt received stimulation. In 6/2004, the pt was seen by a co rep for eval. Testing performed confirmed that the device was functioning. The pt continued to be monitored by the center. In 7/2004, the pt was seen at the center for programming. Programming changes were made. At that time, the pt reacted to the auditory input by pulling the external headpiece away from the implant site. In 7/2004, the pt was seen at the center. At that time, the pt's family members reported that no auditory responses were observed. Programming adjustments were made. In 8/2004, the pt was seen by a co rep for eval: testing performed confirmed that the device was functioning. In about 2 weeks, the co was notified that surgery was to be scheduled to explant the pt's device.